Event description:
The unit constantly monitors internal impedance of connected pt pads. When the water based pads are stored or used in the sub-freezing temperatures for a period of time, the units generate a 0xe1 or 0xe2 error code which renders the unit inoperable to the user. The unit must be checked and reset by trained maintenance personnel before it can be returned to service. The MFR's operator manual states that the environmental operating temperature range is 32 to 122 degrees fahrenheit. While the unit performs within the promised range, this problem could potentially present itself in any lifesaving situation that involves an automatic external defibrillator unit which utilizes water based gel pt pads.